Event description:
It was reported that the patient's right ventricular (rv) lead had an apparent fracture with no pacing capture and oversensing noted. The lead was capped and replaced. During the replacement procedure, the rv lead helix would not extend and high impedance was observed. Another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2013. (B)(4).